Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2017. It was reported the pump alarmed in (B)(6) 2017. A scan was done, and the drug was leaking. The patient had a new pump implanted (B)(6) 2018. No symptoms were reported. No further complications were reported.